Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. The customer¿s current blood glucose level was 156 mg/dl. The customer was treated with manual injection for high blood glucose level. The customer reported that the infusion set had bent cannula. The customer reported that the drive support cap was appeared to be normal. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly was noted during testing. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.